Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges the infusion set is leaking from underneath the adhesive and the leak has attributed to her high glucose levels resulting in hospitalization. Customer was treated with IV fluids of unknown content; continued to wear pump for insulin infusion. Requested return of the alleged device for evaluation.